Event description:
Machine was running alarmed, screen blanked. Computer code came up. Machine alarmed again.screen blanked and came back up with blank white screen. Would not turn off or reset.======================manufacturer response for crrt, prismaflex (per site reporter).======================gambro representative to review machine and advise.